Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated that insulin pump was over-delivering. Customer experienced low blood glucose level. Customer blood glucose level was 70 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer had symptoms like shaking, sweating, felt drunk. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.